Event description:
The child reported no longer hearing sound sensations following a fall and blow to the head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was scheduled for 05/1999. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.